Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s peritonitis is likely related to a breach in aseptic technique, as reported by the pd nurse. The patient does not adhere to wearing a mask during the pd exchange and does not perform hand hygiene which are well-known risk factors for peritonitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced peritonitis. Upon follow-up, the pd nurse reported the patient developed on (B)(6) 2019. The patient¿s pd culture yielded growth of the organism staphylococcus epidermis. The patient was treated with cefepime 1 gram intra-peritoneal (ip) daily on an outpatient basis. Subsequently, on (B)(6) 2019, a repeat pd culture revealed the presence of ongoing staphylococcus epidermis. As a result, the patient was subsequently initiated on cefazolin 1-gram ip daily for 2 weeks on an outpatient basis. Reportedly, the patient is recovering from the event. Per the pd nurse, the patient did not experience any fluid leaks or any other issues with fresenius device/ product in relation to the peritonitis event. Reportedly, the patient does not adhere to wearing a mask during the pd exchange and does not perform hand hygiene. The nurse indicated the peritonitis was related to breach in aseptic technique.